Event description:
Customer reported via phone, the insulin pump had alarmed motor error. Customer' blood glucose was 193 mg/dl. Customer reported all three alarms occurred during prime. Customer doesn't recall any significant events which may have caused the device to alarm and the device was not exposed to an MRI. The customer was able to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor passed the motor test. The device had minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.